Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-rays note osteolysis of the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision at an unknown amount of time post implantation due to poly wear. X-rays note osteolysis of the femoral component. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown trilogy cup, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown anatomic stem, lot #: unknown. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06694. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for a femoral head and acetabular liner revision surgery on an unknown date for unknown reasons. Attempts have been made and no additional information is available at this time.